Manufacturer narrative:
Product analysis:analysis was unable to confirm the customer comment. A system error was found in the logs. Reconfigured hard drive and reloaded software. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer crashed three times while attempting to interrogate an implantable device. It was noted that there was a black error screen. The programmer was returned for service. No patient complications have been reported as a result of this event.